Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the esc button is hard to press. The customer's blood glucose reading was 151mg/dl at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to creased escape button dome switch. No unlocked j2 lcd keypad connector. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.